Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion surgery in which rhbmp2/acs was used. As per op-notes, ¿spinology cage of the appropriate size was selected for the l4-5 and l5-s1 disc space. These were placed on the cage insertion device and the #8 wolf tubes on the right side were exchanged for the spinology tubes, these were attached to the table mount. The cage was placed into the l4-5 disc space. Prior to placing the cage, iliac crest bone and local autograft bone mixed with bmp were placed into the anterior most aspect of the disc space in order to aid in the fusion. This was done through the opposite portal the cage was then placed on the cage insertion device into the disc space. It was filled in the usual fashion using allograft chip bone.¿ the patient tolerated the procedure well without any intraoperative complications.